Event description:
Consumer complaint of low blood glucose results. Customer states glucose readings should be 180-220 mg/dl and not around 110-110mg/dl. Customer refused to perform a blood test and refused to review results in memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).